Event description:
It was reported that medfusion 4000, multiple parts of drive train are damaged ? Causes travel course error. No patient injury reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The carriage was broken and the position pot tab was broken off. This in turned caused "check clutch errors". This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the ?important safety information? Section of the medfusion operator?s manual under the heading of ?warnings? - ?never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it.? A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.